Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation to the back of the tube") and genital haemorrhage ("bleeding non-stop / bleeding") in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder, cyst removal in 2007, gravida ii, parity 3 (date of births: (B)(6) 1999, (B)(6) 2002) and abdominal pain. Previously administered products included for an unreported indication: pill from 2007 to 2008. Concurrent conditions included body mass index normal and nickel sensitivity. Concomitant products included contraceptives nos. In (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("persistent internal pain"), migraine ("migraines"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and headache ("headache"). In 2013, the patient experienced gingival bleeding ("bleeding gums"), tooth fracture ("teeth breaking"), dry skin ("dry skin on different parts of my body"), pruritus ("itchy flaky skin on different parts of my body") and rash ("skin rash"). In 2014, the patient experienced hypothyroidism ("hypothyroidism"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), breast cyst ("cysts left breast"), alopecia ("hair loss"), mental disorder ("mental illness gotten worse"), abdominal distension ("bloating"), weight increased ("intense weight gain"), anxiety ("anxiety"), allergy to metals ("hypersensitivity reaction to nickel"), hypersensitivity ("hypersensity reaction"), skin exfoliation ("skin peeling away") and gait disturbance ("couldn¿t walk for more than a block"). The patient was treated with hydrocodone, ibuprofen, ibuprofen (advil), fluoxetine hydrochloride (prozac), quetiapine (seroquel), clonazepam (clonopin), venlafaxine (effexor), olanzapine (zyprexa), quetiapine, diazepam (valium), lorazepam (ativan), surgery (partial hysterectomy using the davinci laparoscopic), surgery (teeth cleaning and advice on care) and surgery (lotions). Essure was removed on (B)(6) 2015. In 2015, the pelvic pain and abdominal pain had resolved. At the time of the report, the fallopian tube perforation, genital haemorrhage, hypothyroidism, breast cyst, alopecia, mental disorder, abdominal distension, weight increased, abdominal pain lower, allergy to metals, hypersensitivity, dry skin, pruritus, skin exfoliation and gait disturbance had resolved and the gingival bleeding, migraine, anxiety, headache, tooth fracture and rash had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, breast cyst, dry skin, fallopian tube perforation, gait disturbance, genital haemorrhage, gingival bleeding, headache, hypersensitivity, hypothyroidism, mental disorder, migraine, pelvic pain, pruritus, rash, skin exfoliation, tooth fracture and weight increased to be related to essure. The reporter commented: alleged symptoms or injuries resolve or decrease after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Ultrasound scan - on an unknown date: perforation to the back of tube on 2010, dye test performed to for essure confirmation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-may-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation to the back of the tube"), genital haemorrhage ("bleeding non-stop / bleeding") and cholecystectomy ("gallbladder removed") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder, cyst removal in 2007, gravida ii, parity 3 (date of births: (B)(6) 1999, (B)(6) 2002) and abdominal pain. Previously administered products included for an unreported indication: pill from 2007 to 2008. Concurrent conditions included body mass index normal and nickel sensitivity. Concomitant products included contraceptives nos. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced cyclic vomiting syndrome ("cyclic vomiting syndrome"). In 2011, the patient experienced pelvic pain ("persistent internal pain"), migraine ("migraines"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and headache ("headache"). In (B)(6) 2012, the patient experienced mental disorder ("mental illness gotten worse") and anxiety ("anxiety"). In (B)(6) 2013, the patient experienced gingival bleeding ("bleeding gums"). In 2013, the patient experienced tooth fracture ("teeth breaking"), dry skin ("dry skin on different parts of my body"), pruritus ("itchy flaky skin on different parts of my body") and rash ("skin rash"). In (B)(6) 2013, the patient experienced abdominal distension ("bloating") and weight increased ("intense weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("excessive vaginal bleeding"). In (B)(6) 2013, the patient underwent cholecystectomy (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced hypothyroidism ("hypothyroidism"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced periodontal disease ("periodontal disease"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), breast cyst ("cysts left breast"), allergy to metals ("hypersensitivity reaction to nickel"), hypersensitivity ("hypersensity reaction"), skin exfoliation ("skin peeling away"), gait disturbance ("couldn¿t walk for more than a block") and bipolar disorder ("bipolar disorder"). The patient was treated with hydrocodone, ibuprofen, ibuprofen (advil), fluoxetine hydrochloride (prozac), quetiapine (seroquel), clonazepam (clonopin), venlafaxine (effexor), olanzapine (zyprexa), quetiapine, diazepam (valium), lorazepam (ativan), surgery (partial hysterectomy using the davinci laparoscopic on (B)(6) 2015), surgery (teeth cleaning and advice on care) and surgery (lotions). Essure was removed on (B)(6) 2015. In 2015, the pelvic pain and abdominal pain had resolved. At the time of the report, the fallopian tube perforation, genital haemorrhage, hypothyroidism, breast cyst, alopecia, mental disorder, abdominal distension, weight increased, abdominal pain lower, allergy to metals, hypersensitivity, dry skin, pruritus, skin exfoliation and gait disturbance had resolved, the gingival bleeding, migraine, anxiety, headache, tooth fracture and rash had not resolved and the vaginal haemorrhage, cyclic vomiting syndrome, periodontal disease, cholecystectomy and bipolar disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bipolar disorder, breast cyst, cholecystectomy, cyclic vomiting syndrome, dry skin, fallopian tube perforation, gait disturbance, genital haemorrhage, gingival bleeding, headache, hypersensitivity, hypothyroidism, mental disorder, migraine, pelvic pain, periodontal disease, pruritus, rash, skin exfoliation, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: alleged symptoms or injuries resolve or decrease after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Ultrasound scan - on an unknown date: perforation to the back of tube . On 2010, dye test performed to for essure confirmation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-apr-2018: pfs received. New evetns added- excessive vaginal bleeding, cyclic vomiting syndrome, gallbladder removed, periodontal disease and bipolar disorder. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation to the back of the tube") and genital haemorrhage ("bleeding non-stop / bleeding") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder, cyst removal in 2007, gravida ii, parity 3 (date of births: (B)(6)) and abdominal pain. Previously administered products included for an unreported indication: pill from 2007 to 2008. Concurrent conditions included body mass index normal and nickel sensitivity. Concomitant products included contraceptives nos. In (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("persistent internal pain"), migraine ("migraines"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and headache ("headache"). In 2013, the patient experienced gingival bleeding ("bleeding gums"), tooth fracture ("teeth breaking"), dry skin ("dry skin on different parts of my body"), pruritus generalised ("itchy flaky skin on different parts of my body") and rash ("skin rash"). In 2014, the patient experienced hypothyroidism ("hypothyroidism"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), breast cyst ("cysts left breast"), alopecia ("hair loss"), mental disorder ("mental illness gotten worse"), abdominal distension ("bloating"), weight increased ("intense weight gain"), anxiety ("anxiety"), allergy to metals ("hypersensitivity reaction to nickel"), hypersensitivity ("hypersensity reaction"), skin exfoliation ("skin peeling away") and gait disturbance ("couldn¿t walk for more than a block"). The patient was treated with hydrocodone, ibuprofen, ibuprofen (advil), fluoxetine hydrochloride (prozac), quetiapine (seroquel), clonazepam (clonopin), venlafaxine (effexor), olanzapine (zyprexa), quetiapine, diazepam (valium), lorazepam (ativan), surgery (partial hysterectomy using the davinci laparoscopic), surgery (teeth cleaning and advice on care) and surgery (lotions). Essure was removed on (B)(6) 2015. In 2015, the pelvic pain and abdominal pain had resolved. At the time of the report, the fallopian tube perforation, genital haemorrhage, hypothyroidism, breast cyst, alopecia, mental disorder, abdominal distension, weight increased, abdominal pain lower, allergy to metals, hypersensitivity, dry skin, pruritus generalised, skin exfoliation and gait disturbance had resolved and the gingival bleeding, migraine, anxiety, headache, tooth fracture and rash had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, breast cyst, dry skin, fallopian tube perforation, gait disturbance, genital haemorrhage, gingival bleeding, headache, hypersensitivity, hypothyroidism, mental disorder, migraine, pelvic pain, pruritus generalised, rash, skin exfoliation, tooth fracture and weight increased to be related to essure. The reporter commented: alleged symptoms or injuries resolve or decrease after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Ultrasound scan - on an unknown date: perforation to the back of tube on 2010, dye test performed to for essure confirmation. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received - case upgraded as incident and valid from invalid. New events, ¿perforation to the back of the tube, bleeding non-stop / bleeding, bleeding gums, hypothyroidism, persistent internal pain, cysts left breast, hair loss, mental illness gotten worse, bloating, intense weight gain, migraines, anxiety, abdominal pain, cramping, headache, teeth breaking, hypersensitivity reaction to nickel, hypersensitivity reaction, dry skin on different parts of my body, itchy flaky skin on different parts of my body, skin rash, skin peeling away and couldn¿t walk for more than a block¿ were added. Event ¿severe and permanent injuries¿ was removed. Surgical treatment was added for the event ¿perforation to the back of the tube¿. Treatment drug were added. Historical and concomitant medication was added. Reporter was added. ¿essure legal manufacture has changed from bayer healthcare, (B)(6), milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.